Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ladg (delta anastomosis) the surgeon attempted fire the device after temporarily close with 3-0 vicryl suture, however, the device stopped firing leaving 2 cm to go. Since the surgeon opened the jaws without knowing the firing had not completed yet, some staples were unformed. The incomplete staple line was re-stapled by new a device. Last patient's status: good. No additional tissue resection or damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was fully fired. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. The reload also had a deformed anvil clamping mechanism. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the anvil clamping mechanism deformation, bowed anvil, and buckled knife bar assembly may occur through manipulation of tissue using the anvil side of the reload, or clamping over excessive thickness.